Manufacturer narrative:
(B)(4): the pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that a pump failure occurred. The pump was explanted and replaced. Following the replacement procedure, the patient recovered without sequela. The drug administered via the pump was not reported. Additional information has been requested, but was not available as of the date of this report.